Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ra lead was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis and erosion were known inherent risk of device if information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis and erosion. A revision was performed and the ra lead was explanted. No additional adverse patient effects were reported.